Event description:
During the procedure, resistance was noted near the tip of the sheath when attempting to remove the catheter. The catheter was successfully removed from the patient and upon further inspection, the coupler joint on the tip of the catheter was loosened and dislodged. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was returned for investigation. The catheter was inserted into an 8.5f sheath with no resistance or anomalies noted. Further investigation revealed a displaced distal coupler. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown. The cause of the displaced coupler is consistent with damage during use.